Event description:
Patient reported lymphadenopathy. Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Continued: h.6. F2203. Visual analysis of the photographs identified: visibility/palpability: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Other-medical ndr: unable to confirm as it is a medical event not related to the device. Capsular contracture: observed in the photos biological tissue in the surface of the device but this is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade iii.

Event description:
Patient reported lymphadenopathy. Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. ¿ pain: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. ¿ other-medical ¿ ndr: not applicable as the event is not related to the device. Additional observations: ¿ deformation observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported lymphadenopathy. Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted. This relates to the right side.